Event description:
It was reported that when using the bd pyxis¿ es server health site viewer showed critical error message, and all reports was not printing from es server, error message "etl process delayed, report data are not current, down for 3 and half hour", all reports were not printing, manually could not print anything aswell. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the extract transport load (etl) jobs were not running. A technical support specialist (tss) found bloated table and resolved it as per knowledge article - esr 1.19.4 and 1.20.x dbo.sysssislog table bloated. Further the tss restarted the etl jobs and the requested reports, which were impacted during the etl failure, were generated and provided to the customer. The system functioned as intended after the technical support specialist troubleshot the device.